Event description:
It was reported that the patient wanted to try increasing the voltage on their device because their symptoms had started to gradually get a little worse a couple of months ago. The patient programmer would not perform telemetry with the patient¿s implantable neurostimulator (ins) with or without the antenna. It was noted that the patient was sent a replacement programmer and was still having the same issue with the poor communication signal and was not connecting with their device. The patient tried to connect with the antenna and they still got the same signal. It was reported that the patient¿s ins had not been checked by their health care provider (hcp) in a few years and they had not talked to any manufacturer representatives either. The last time the patient had their ins checked, which was a long time ago, they said it would last a long time because the patient was using it at a low setting. It was noted that the patient thought they had 10 years when they were told that. Additional information received reported that the anomaly with the programmer appeared to have occurred through product use and there was no indication of patient harm. Additional information received reported that the programmer¿s antenna jack was resoldered as for preventative maintenance.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3889-28, lot# v019740, implanted: (B)(6) 2007, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. An appointment date of (B)(6) 2014 was reported.